Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 31-aug-2023 h6: investigation summary sample has been received to perform investigation. Complaint involves 20ll syringes with reference 300629 and lot number 2303027. Customer reports foreign matter in the fluid path of the syringe. DHR from lot 2303027 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples from the same reference and lot number has been requested to complete investigation. Upon visual inspection of the ten retained samples no foreign matter has been identified. Unitary packaging are correctly sealed preserving sterility. No particles or other type of foreign matter is detected inside or outside the fluid path. Upon visual inspection of the sample received it can be observed a particle in the fluid path. This particle is white suggesting it can be polypropylene particles mixed with the silicone present in the stopper and syringe for lubrication. Transport of the syringes may generate polypropylene particles that could enter in the syringe. Cleaning procedures determines cleaning frequency of the machine surfaces to avoid this type of foreign matter. Manufacturing area for 20ml ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and foreign matter out of the manufacturing area. In assembly machine of this manufacturing line there is installed a deionizer and vacuum system to reduce foreign matter inside the syringe. According to inspection plan procedure hip-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Although manufacturing record established that all production and quality processes were carried out normally, the root cause of the alleged defect can be related with contamination during assembly process.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: on (B)(6)2023, during the sampling of a cytotoxic product (darzalex 180mg/15ml subcutaneous, monoclonal antibody), dirt was found on the plunger and rubber seal of the syringe. Another device from the same batch was used to complete the sampling. A priori, no patient risk has been identified due to detectability, but there is a financial risk if the problem recurs. The incriminated device will be available at the pharmacy for expert appraisal.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: on 05/31/2023, during the sampling of a cytotoxic product (darzalex 180mg/15ml subcutaneous, monoclonal antibody), dirt was found on the plunger and rubber seal of the syringe. Another device from the same batch was used to complete the sampling. A priori, no patient risk has been identified due to detectability, but there is a financial risk if the problem recurs. The incriminated device will be available at the pharmacy for expert appraisal.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2303027, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The products were visually inspected, no foreign matter was observed within the device or inside the unit packaging. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information, we cannot identify a root cause at this time.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: on (B)(6) 23, during the sampling of a cytotoxic product (darzalex 180mg/15ml subcutaneous, monoclonal antibody), dirt was found on the plunger and rubber seal of the syringe. Another device from the same batch was used to complete the sampling. A priori, no patient risk has been identified due to detectability, but there is a financial risk if the problem recurs. The incriminated device will be available at the pharmacy for expert appraisal.